Event description:
The customer reported "cable does not always maintain contact with usb port". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.